Manufacturer narrative:
E1 reporting institution phone number (B)(6). Reporter phone number (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the backup alarm had failed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. A remote service engineer (rse) performed troubleshooting with the customer and was unable to duplicate the issue. However, occurrence of "check vent: backup alarm failed" (diagnostic code: 1104) was confirmed in the event log. The rse determined a replacement of the central processing unit (cpu) printed circuit board assembly (pcba) was required as preventative maintenance. A field service engineer (fse) went onsite and replaced the cpu pcba. The device passed the required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for failure analysis. The cpu pcba was tested, and the failure was unconfirmed. Pil found that the cpu pcba passed all engineering testing and all voltages required for the proper operation of the system are well within specifications. This cpu pcba was verified to be functional with no error. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.